Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced 2 infusion set cannula kinked event on 05-aug-2024 within 3 hours of insertion. Insertion site was abdomen. Furthermore the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).